Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome on march 20, 2020 revealed that the motor speed was within specifications but erratic. The control bar was in the correct position and the calibration was within specifications at all settings. The 2 inch and 4 inch width plates were rough. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the semi-circle bearings, vespel bearings, thickness control shaft, eccentric shaft, 2in and 4 in width plates, seal strain relief, switch mount, plug harness assembly, switch, and motor. Electric dermatome, serial number (B)(6), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor operated within motor speed specifications but was running erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that the device was not making clean cuts, they were jagged. The event timing was during surgery. There was no harm and no delay. No additional graft needed.